Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was capped due to an unspecified product performance issue. There were no additional patient adverse effects reported.